Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room after feeling chest palpitations and diaphragmatic stimulation due to backup vvi pacing. The patient was admitted to the hospital and an unsuccessful attempt was made to interrogate the device. The patient was connected to an external pacemaker. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no adverse consequences reported.